Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is breaking out in a rash. The area is like acne: red, bumpy and itchy. There are a couple small open areas. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as patient requested no further follow up.